Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log captured a couple periods of low flow events at 15:17-15:22 and 15:34-15:36 on (B)(6) 2023. No other unusual events noted in the log. The low flows were due to the patient being in ventricular fibrillation. The patient received direct current cardioversion and the patient is now stable.

Manufacturer narrative:
Section a1: patient initials were inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event of ventricular fibrillation could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. According to the account, these alarms were due to the patient being in ventricular fibrillation. The system controller event log file contained events from (B)(6) 2023, per the timestamps. Multiple, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. The IFU notes that changes in patient condition can result in low flow. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.